Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator shutdown and ventilation stopped. The patient was bagged then placed on an alternate ventilator without injury. One ht70 was received by medtronic and evaluated. Could not duplicate complaint of ventilator shutdown. The log files were reviewed and there were no exception errors generated in the log files. The log files were reviewed for abnormal events. During the log file review there were no alarms or entries indicating that the system shut off during the reported event date of (B)(6) 2021. The unit under testing (uut) was power cycled on and allowed to vent for approximately 48 hours and the system did not power cycle off. The log files were forward to sustaining engineering for additional review and there were no anomalies observed therefore the cause of the event can not be determined. Sustaining review summary: there are no events or any other parameters logged on the 30th. Event history shown below has a forced shutdown ( this when they hold the power switch for 20 seconds to turn off the ventilator) on (B)(6). Also there is no alarm when it was powered on after that shutdown indicating there was no abnormal shut down on the 28th. However if the incident happened before the last entry in the log on (B)(6) 2021 and there was no exception then there is no information in the log to determine the cause. The cause of the reported issue could not be established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator shutdown and ventilation stopped. The patient was bagged then placed on an alternate ventilator without injury.